Event description:
It was reported that upon deployment of a vascular stent in the sfa, the vascular stent was partially released when the deployment mechanism of the delivery system became blocked. Upon removal of the device, the deployed part of the stent fractured and remained in the sfa while the delivery system and the remaining portion of the stent in the delivery system were removed. A new vascular stent graft was used to cover the fractured stent and complete the procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to release for distribution. No other complaint has been received with regard to this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample and no images were provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event reported may be use-related, as rough handling especially during unpacking of the device may lead to deformation and subsequent release force increase. On the basis of the information available and as the subject device was not returned for evaluation, a definite root cause for the reported event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."